Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports an oer-pro endoscope reprocessor displayed e16 error then e18 error. There was also an acecide leak which affected several staff members (unknown how many or how they were affected). It is not know if any of the staff members required intervention. The current condition of the staff members is not known. Additional details regarding the staff members at the reported event have been requested. At this time, no further information has been provided.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. Multiple attempts were made (4) to gather additional information from the customer with no information provided. The device history record (DHR) was reviewed for the suspect device, and it was confirmed the device met all specification when shipped. The instructions for use shipped with the device provides the user with the following information related to the reported event: ensuring the safety of reprocessing personnel. 3.8 inspecting for disinfectant solution odor. Chapter 8 troubleshooting and repair: error code: e16. Possible causes: internal problem with the device. Remedial actions: contact olympus. Problem: the odor of the disinfectant solution is stronger than expected. Possible causes: disinfectant solution is leaking. Remedial actions: check if disinfectant solution is leaking. If it is, do not use the device and contact olympus. Problem:reprocessing operator feels sick during work. Possible causes: the operator may be allergic to the disinfectant, detergent or alcohol. Remedial actions: stop doing any reprocessing and consult a medical specialist. The definitive cause of the reported event(s) cannot be established. Consideration we presume from the investigation results that the disinfectant was leaked from disinfectant pump during disinfection process. Because of the leakage, the reprocessing basin was not filled with disinfectant or took longer time to be filled, which may have caused occurrence of error message e216.